Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio-ID) was not working. A field service engineer (fse) reset and reinstalled the bio-ID driver back and rebooted. The fse escalated the issue to technical support specialist (tss) to perform a dial in check of the bio-ID driver. The tss confirmed that the bio-ID hardware was functioning; however, users were unable to log in when scanning. The tss then dialed into the station and applied knowledge article, "bioid sensor fails after pushing rss es 1.8 lumidigm update" to reinstall the bio ID driver. The driver was successfully installed, and the station was rebooted. The customer also tested the functionality successfully. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.